Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 7. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024 loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.